Event description:
The customer alleged control test results of 385 mg/dl. The normal control range was 105-146 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.